Event description:
It has been reported that the device is experiencing intermittent power.

Manufacturer narrative:
It has been determined this case is a duplicate of pr (B)(4) with MDR 3030677-2022-03957. The completed investigation is pending.